Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: b)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had noise and high impedance on both the right ventricular and the superior vena cava coils. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.